Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Since the subject device wasn't returned for evaluation, the component of the foreign material wasn't confirmed. Based on the results of the investigation, it is likely residues accidently entered the device. The remained residual might be chemical solutions used in the user facility, fibers from cleaning cloth/gauze during cds and a part of injection tubes or rubber products used in endoscopy room.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported an aspiration problem and foreign material exiting from the nozzle on a colonovideoscope. There was no patient involvement or injuries reported. No additional information has been obtained.